Event description:
The catheter's balloon ruptured during use and came off in patient's arm during a vascular access revision procedure. Catheter was used on gortex graft/shunt in arm. Surgeon tried using an angiogram to find and retrieve balloon without success. No patient permanent injury reported. This device is only recommended for use in vessels, not grafts. The company offered another catheter for use in grafts, the graft thrombectomy catheter.